Event description:
It was reported that during service and repair pre-testing the motor device "reached high temperature at nine minutes of running time". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. The functional assessment found that the motor overheated in nine minutes. Therefore, the reported condition was confirmed. This was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.